Event description:
It was reported that there was diagnostic anomaly noted on confirm device. Tachy episode was listed in episode summary but did not transmit. It was noted that the episode noted was old, but the electrocardiogram was unavailable. The source of the issue was unconfirmed at that time.